Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information received by medtronic indicated that the insulin delivery was not suspended due to sensor glucose vs blood glucose difference (sg vs bg) and as per gfe notes indicating that sg and bg difference is within target range of glucose difference. Hence as per the reportability decision tree the case was not reportable and not required for reporting. Initial report has been submitted in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer reported no adverse event. The event involved product(s) mmt-7040d1. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was not within target range. No harm requiring medical intervention was reported. Product return for mmt-7040d1 is not expected.